Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device "had stopped working after it was shortly put in." It was noted that the patient was receiving help and they "wanted to just replace the battery." No further information was given. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377860, lot# v012070, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).